Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open during efaa) could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a degenerative mitral regurgitation with grade of 4+. During establishing final arm angle (efaa), the clip opened to 30-35 degrees. The decision was made to deploy the clip. Post deployment the clip did not open further. The procedure was complete with the final mr reduced to a grade of 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.